Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a gastroscopy procedure (with peg tube removal) performed on (B)(6), 2011. According to the complainant, the snare was used to successfully loop the peg tube, however, the snare fell off as the physician attempted to remove it. The snare loop failed to extend when the physician attempted to recapture the peg tube; therefore, the device was removed from the scope and the procedure was completed with another rotatable oval snare. It was reported that visible damage to the device was noted after the incident. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.preliminary investigation results revealed that the flare of the returned device was detached.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a gastroscopy procedure (with peg tube removal) performed on (B)(6), 2011. According to the complainant, the snare was used to successfully loop the peg tube, however, the snare fell off as the physician attempted to remove it. The snare loop failed to extend when the physician attempted to recapture the peg tube; therefore, the device was removed from the scope and the procedure was completed with another rotatable oval snare. It was reported that visible damage to the device was noted after the incident. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Preliminary investigation results revealed that the flare of the returned device was detached.

Manufacturer narrative:
Visual evaluation of the returned device found the flare to be detached, and the key tube was found outside the dongle assembly. The condition of the returned device rendered functional testing impossible. The complaint that the snare loop would not extend was confirmed; the detached flare prevented device actuation. The most probable root cause of the identified defects is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.